Manufacturer narrative:
Vyaire has reached out to customer to provide the complaint device for further investigation. At this time we are currently waiting for the sample. If the customer provides the sample for further investigation or additional information is obtained, vyiare will provided a follow up emdr.

Event description:
The customer report "while assisting in a room today of a neonate intubation for pyloric stenosis the stylet was stuck post intubation in the et tube. When the provider attempted to remove the stylet, the blue coating stuck to the inside of the et tube and remained in the et tube. The et tube was immediately removed and no breaths were given".

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The neonatal stylet-s5000n was evaluated in the laboratory setting the reported issue could not be duplicated so a root cause could not be determined. We will continue to track and trend this issue.